Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in the range of 300mg/dl to 400mg/dl which was treated by bolus with insulin pump and manual injection. Customer states that they had long air bubbles in the tubing. The insulin pump will not be returned for analysis.